Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. Visual and microscope inspections revealed a twist in the imaging window assembly, and no imaging core windup was found within the telescope section or the sheath section of the device. An impedance test showed an electrical open at the distal end of the catheter, 0-10 cm from the distal housing. Based on the evidence, the reported lost image can be confirmed, since the distal open found during the impedance test could have contributed to the image loss.

Event description:
Reportable based on device analysis completed on 03 jul 2024. It was reported that visualization issues occurred. The 100% stenosed target lesion was located in moderately tortuous and moderately calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. There were no patient injuries reported. However, device analysis revealed the imaging window was twisted.